Event description:
Related manufacturer reference number :3006705815-2023-01607. Additional information received indicates that surgical intervention took place wherein the entire system was explanted. Reportedly, the scs system did not help the patient. Hence, the system was explanted to address the issue.

Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient¿s ipg did not communicate following an surgical procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6).